Event description:
Harmonic scalpel being used by surgeon during case to perform salpingectomy. Handpiece was taking longer than normal to cut tissue and surgeon noticed instrument was smoking. Instrument immediately removed from patient and examined. The white insulation on the jaw of the harmonic scalpel was noted to be dislodged.